Event description:
The complainant reported that during the procedure for an impella cp placement for a 65-year-old female patient, insertion was not possible. There was too much kinking due to patient anatomy and calcification. There was no reported patient harm.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the delivery issues and the product kink has been completed. The impella was not returned for evaluation. Per the clinical information provided, the patient had extremely calcified vessels. The root cause of the delivery issue and product kink was patient condition related to diseased vessels. D3-corrected MFR name and address added-d6a/d6b.